Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support revealed multiple events of the user suspending and then resuming insulin delivery prior to the event. No pump malfunction was indicated. This complaint is being reported because the patient experienced serious injury on insulin pump therapy associated with a training/misuse issue. Product return for investigation is not required.